Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had a button error and random unexplained no delivery alarm. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
After battery installation, no button error alarm noted. Device had unresponsive buttons due to flattened (creased) down button dome switch. Unable to perform displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion tests, self-tests or verify no delivery alarms due to the keypad anomaly. (B)(4).